Manufacturer narrative:
(B)(4). Additional information received from the customer: prader willi. Acute severe covid-19 infection, concern for mis-c. Coronary artery dilation, resolved. Pericardial effusion s/p drain, resolved. Pards, resolved. Acute respiratory failure requiring nippv, slowly weaning. Chronic possible movement disorder. Is the device fragment still retained in the patient? Yes. If retained, is there a plan to remove the fragment? Yes; was an intervention required to remove the fragment? If so, what is the intervention? 6 to 8 weeks general surgery will plan to remove foreign body. Was there any adverse outcome to the patient as a result of this event? No additional issues identified at this time. It was also reported that the patient improved and was discharged.

Event description:
On a (B)(6)-month-old patient a 22g 6cm catheter placed for blood draws on tuesday of last week (B)(6). Goal was for a few days of labs and to discontinue central line. Device placed in right upper arm cephalic. Device was positioned near the antecubital fossa (flexion point). It was discovered that the catheter was not able to draw blood at 24 hours. On (B)(6) it was noted that the catheter was not able to flush or draw. The bedside nurse then removed the dressing and it was discovered that the catheter had broken off into the patient. Catheter is retained in the patient.

Manufacturer narrative:
(B)(4). The customer returned one catheter assembly for evaluation. Visual examination confirmed the catheter body was separated adjacent to the juncture hub; the catheter body was not returned for evaluation. Microscopic examination revealed the edges of separation were smooth and blunt. The cross-sectional area also appeared to be oval in shape. This damage is consistent with the catheter becoming kinked at the insertion site, which weakens the catheter body. The portion of catheter body returned measured to be 3 mm in length, which indicates at least 62 mm were separated and not returned per product drawing. The inner diameter of the catheter body measured to be 0.025" which is within specifications of 0.025-0.029" per product drawing. The outer diameter of the catheter body measured to be 0.037" which is within specifications of 0.0335-0.0375" per product drawing. This indicates that the wall thickness measured within specifications. The returned catheter was flushed using a lab inventory syringe. No defects were observed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use provided with this kit cautions the user, "do not attempt to advance needle back into catheter after catheter is partially threaded off needle to reduce risk of catheter damage." The customer report of a separated catheter body was confirmed by complaint investigation of the returned sample. The damage observed was consistent with the device being kinked at the insertion site and weakening the material. The sample passed all relevant dimensional inspection, and a device history record review was performed based on sales history with no relevant findings. Based on the customer report that the damage was not detected until 24 hours of use and the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
On a 12-month-old patient a 22g 6cm catheter placed for blood draws on tuesday of last week 8/5. Goal was for a few days of labs and to discontinue central line. Device placed in right upper arm cephalic. Device was positioned near the antecubital fossa (flexion point). It was discovered that the catheter was not able to draw blood at 24 hours. On 8/9 it was noted that the catheter was not able to flush or draw. The bedside nurse then removed the dressing and it was discovered that the catheter had broken off into the patient. Catheter is retained in the patient.